Manufacturer narrative:
The field service engineer (fse) found that the detergent volume was lower than specified and adjusted it. The customer has not complained of any further issues. Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for tina-quant albumin gen.2 - urine application on a cobas 6000 c501 module. The initial result was <2.6 mg/l. The repeat result was 3.5 mg/l. The sample was repeated with a result of 301 mg/l. On (B)(6) 2026, the sample was repeated with a result of 36.1 mg/l. The sample was repeated further with results of <0.9 mg/l, < 0.9 mg/l, <0.7 mg/l and < 2.9 mg/l.

Manufacturer narrative:
The c501 module serial number was (B)(6).